Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 101) was confirmed. Upon evaluation the monitor would not power on passed the code 101. The code 101 was likely caused by mis-use of the response buttons during start-up. Upon reprogramming the monitor, the monitor was fully functional and able to detect and treat a pt. The root cause mis-use of the response buttons was unable to be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report a code 101 (data corruption). The pt was issued a replacement monitor.